Event description:
Total hip revision performed for a failed pin 68 months after original surgery. It was reported that there was no complications during surgery.

Manufacturer narrative:
Neck, long 50; cat# 200610; lot# 169.